Event description:
It was reported a physician performed a kyphoplasty procedure in a pt. The "cement took 20 minutes to get viscous enough for application and 25 minutes until it was hard. The physician waited for the cement to get to the doughy state before it was injected into the pt. The pt "outcome was good". No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with company representative.